Manufacturer narrative:
The reported event of premature discharge of battery, pacing intermittently and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported, the patient presented in clinic due to dizziness. The device was attempted to be interrogated but was unable. A magnet was placed over the device and intermittent pacing with asystole was observed. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.